Event description:
It was reported that bd maxzero needless connector was leaking. The following information was received by the initial reporter with the following verbatim while performing central venous catheter maintenance for the patient, the nurse replaced the transparent needle-free connector and inspected the integrity of the supplies. Upon discovering leakage from the connector, the nurse immediately replaced it with a new transparent needle-free connector to ensure infusion safety. No adverse consequences occurred.

Manufacturer narrative:
A mz1000 china product was not available for investigation of (B)(4). ; however, the customer confirmed that the complaint sample was from lot 24125165. The feedback provided by the customer states that, "upon discovering leakage from the connector, the nurse immediately replaced it with a new transparent needle-free connector " additional information from the customer has stated that leakage was observed on the surface of the connector, midway between the blue and clear housing when checking the integrity of supplies on a new clear connector before replacing a PICC patient. Saline was infused during the incident and the product was stored at normal room temperature. No damages were observed with the product and there was no patient impact. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24125165 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.